Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) reported that at the end of last year or a couple of months ago the doctor catheterized them for the first time and since then the doctor has been trying different things because they keep peeing and retaining urine and starting a couple of months ago they are peeing like a racehorse again, they've been going back to the doctor they keep catheterizing and increasing but when pt increases they cannot feel the vibration no matter how high they increase it. Pt said they also told their doctor they saw something come across their screen like a low battery and the doctor told them to call medtronic but that screen has not come up again. Worked with pt who was successful to connect to their ins and reported they were on program 1 at 1.8 and pt said they feel nothing. Pt said they have always been on program 1 and in the past when they made increases to 1.2 or 1.3 it actually hurt so they lowered it back down to not hurt anymore. Reviewed they have the option to increase stim. Pt increased to 2.1 and confirmed they could feel a little stimulation. Reviewed interstim therapy optimization information, control equipment general use and function and recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and interstim information. Confirmed the equipment was working as expected (no screen came up about low battery). Redirected to their doctor about changing programs and how long they recommend to stay on each program. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.